Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after removing the pusher following ureteral stent placement, it broke near the radiopaque marker at the tip. The broken piece was subsequently removed using a cystoscope and forceps. Medical intervention was provided. Per follow up information received via rcc on 10dec2025, stated that the sales team have not been able to obtain detailed information regarding the severity of the urinary tract infection and the treatment received. The doctor believed that the urethral tissue may have been damaged during the removal of the pusher fragment, leading to the urinary tract infection.